Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 49 mg/dl. The cause of bg was unknown and bg was addressed with carbohydrates. Recommendation was made by tandem¿s technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of 49 mg/dl was entered into the pump. There were no irregular bolus deliveries requested. Cgm alert 3 (cgm glucose reading below the user threshold) annunciated at 03:48pm on (B)(6) 2017. Cartridge change completed on (B)(6) 2017. There were no erratic basal rate adjustments. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.